Manufacturer narrative:
Insulin pump passed the sleep current measurement, active current measurement and displacement test. Insulin pump received with normal operating currents, no failed battery test alarms noted during testing. No unexpected replace battery now alarms, or low battery alarms noted during testing. No pump error 43 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a pump error and failed battery test alarm. Customer's blood glucose value was 62mg/dl. Customer was able to rewind the pump. Customer kept getting pump error 43 before they could even do displacement test. Customer declined to troubleshoot for failed battery alarm and high and low blood glucose value. Insulin pump will be returned for analysis.